Manufacturer narrative:
Batch history analysis a detailed analysis of the batch history was carried out, including a review of quality notifications and maintenance records. No records were found that could potentially be related to the identified defect, indicating no previous similar occurrences. Visual evaluation of the defect based on the photos provided, the reported incident was confirmed, showing visible damage to the syringe cylinder. The defect is evident; however, there are no previous records of similar issues, making it impossible to determine an exact root cause. Manufacturing process analysis the syringe manufacturing process is divided into the following stages: molding, marking, assembly, packaging, as there are no records of deviations or failures in any of these stages for the batch in question, it was not possible to identify at which point the defect may have occurred. Possible causes based on process fmea although the exact origin of the defect could not be confirmed, the process fmea indicates that the failure mode may be related to cylinder damage during the transfer disk operation. Potential causes include: transfer disk synchronization failure; inadequate vibration logic of pans and rails; insufficient compressed air flow; inadequate airflow at the directional nozzles. The expected detection method for this type of failure is visual inspection. However, there is a possibility that parts with subtle defects may go unnoticed by the operator. Conclusion considering this is the first complaint recorded for the batch in question and that the number of affected units does not exceed the acceptable quality limit (aql), no corrective or preventive action will be proposed at this time. The case will be monitored to assess possible future trends. 6. Justification for investigation limitations the investigation could not be further deepened due to the lack of concrete evidence that would allow tracing the origin of the defect. Without records of previous failures or process deviations, any conclusion would be speculative. The adopted approach prioritizes continuous monitoring to ensure that any recurrence is promptly identified and addressed.

Event description:
No additional information provided.

Event description:
It was reported that the bd syringe plastipak 3ml s/su barrel cracked. The following information was provided by the initial reporter: I would like to report a defect that has been occurring with some frequency in the batch of ll 3ml syringes, lot 4234777 fab 2024-09. When the professional injects the medication with a 13x4.5 needle, the syringe cracks and the contents leak out under pressure. No harm to the patient but the medication is lost. The sample is available for analysis and a photo samples of the product.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.